Event description:
The box label has the wrong final product number (ref). There was completely correct marking on the medical device.

Manufacturer narrative:
There was completely correct marking on the medical device. The box label includes the wrong final product number (ref). The whole delivery was isolated and relabelled by correct box label before release to the following distribution.